Event description:
It was reported, 14 days postoperatively, the valve was explanted due to severe hemolytic anemia. During the replacement procedure, a paravalvular leak and a small intravalvular leak were observed. The paravalvular leak was repaired and the valve was rotated, but the intravalvular leak remained. Therefore, the valve was removed and replaced with another 23 mm sjm valve. The pt was reported to be stable with an atrial arrhythmia.